Event description:
It was reported that the doctor was trying to remove a plate and broke the tip off of the inner shaft of the removal driver. The tip is stuck in the screw.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: device inspection was not performed because no parts were returned. Manufacturing records were reviewed and no issues were found for this lot number. Conclusion: the instrument was found to be over 11 years old, so the probable root cause is normal wear.

Event description:
It was reported that the doctor was trying to remove a plate and broke the tip off of the inner shaft of the removal driver. The tip is stuck in the screw.